Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the product return status, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Analysis of device data was requested. Technical services discussed that this was a false positive explant indicator related to a software update and that all other device functions remain available. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.